Event description:
A us distributor returned a battery pack sn (B)(4) indicating that it would not power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. Upon completion, the battery's cells were depleted. The cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.